Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defective flow sensor. The faulty flow sensor was replaced with a new spare part. The unit was tested for functionality and a test run was performed. All tests were performed successfully. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the hcu40 displayed the error message "water flow low" during patient treatment. There were no negative consequences for the patient. (B)(4).